Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a laparoscopic chole procedure the first and second firing were fine. On the third firing the device did not fire a clips and then on the fourth firing a clip would fire. Also, one of the clips fell into the patient, but was retrieved from the patient. The case was completed with the device. There was no patient consequence. The device was discarded.